Event description:
With power outage/surge and restart, ventilator mode was changed from simv to imv (from english version to foreign language) factory default settings rather than previous pt settings.) The pt was able to breathe independently of vent-cycled breaths though without synchronization, thereby causing increased work of breathing by the pt.